Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. Upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all, however, no conclusion could be reached as to what may have caused the clip jamming. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that the device misfired several times during a case. At one point, the device would fire and eject clips, but the next firing would not produce a clip at all. Sometimes the clips would eject and on other firings they would not. The device would fire and then stop firing. The clips that were ejected were not formed evenly (one leg longer than the other). The procedure was completed with no patient consequences were reported.

Manufacturer narrative:
(B)(4). Event description: the procedure type was unknown. Batch # is t9348m. Operator of device: healthcare professional.